Event description:
A user facility reported communication errors and blackouts during regular inspection of evis lucera elite bronchovideoscope. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue of no image was confirmed. Scope communication errors b30 and e216 were observed, and the monitor screen was black with no image. Additionally, there was no electrical continuity due to damage on the distal end. Due to wear of angle wire, bending angle in up direction does not meet the standard value. The universal cord was crushed due to external factors. Scratches were observed on the control section, the rotating mechanism, the switch box, the control part cover, the grip, the angle lever, the up/down plate, the universal cord, the scope connector, and the scope connector cover, due to external factors. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The h6 "medical device problem code" was corrected based on the information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the event occurred due to contamination of the electrical contacts of the system. However, a definitive root cause could not be determined. The event can be detected and prevented by handling the device in accordance with the following section of the instructions for use: ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the following warning: confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 1 observe the palm of your hand using the wli and nbi endoscopic images (except bf-mp290f). 2 confirm that light is output from the endoscope¿s distal end. 3 adjust the brightness level as appropriate. 4 confirm that the wli and nbi endoscopic images (except bf-mp290f) are free from noise, blur, fog, or other irregularities. 5 operate the up/down angulation control lever slowly in each direction until it stops. 6 turn the insertion tube rotation ring slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images (except bf-mp290f) do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.